Event description:
According to the reporter: following a laparoscopic low anterior resectioning procedure, there was bleeding at the staple line. The staples were poorly formed. The handle of the device was fully squeezed. The donuts were formed completely. To correct the issue, the surgeon clipped the vessels after the procedure. There was over 500cc of blood loss due to the product problem, requiring a blood transfusion. Surgical time was not extended. There were no further injuries. Patient status at the time of the report is alive, with injury.